Event description:
A malfunction alarm was reported with the code malf 9, but notable events did not occur prior to the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.